Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The flu vaccine popped off of the syringe, spilling the vaccine out with it. When we examined the flu syringe and needle together, we noticed that the eclipse needles have a small tab at the base that can get into the threads of the luer lock, which likely caused the needle to pop off of the flu vaccine.se had a malfunction while preparing to give a flu shot this morning with the new eclipse needles. As she was attaching the eclipse needle to the pre-filled flu vaccine syringe, the luer attach.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of syringe needle connectivity issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.